Event description:
It was reported that the implantable neurostimulator (ins) was replaced for normal battery depletion. Upon removal the ins seemed to be swollen and "bloated." There was no patient injury.

Manufacturer narrative:
Final device analysis of implantable pulse generator (ipg) revealed no anomaly found - ipg is was at expected end of life.

Manufacturer narrative:
(B)(4).